Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (suction stopped functioning). Replaced electrovanne assy. As identified in the investigation to address the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the reported failure could not be determined. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on may 23, 2014 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed three dissimilar complaints for this serialized device. At this time, no corrective action is required and no further action is warranted as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
Suction stopped functioning during rotator cuff procedure. Two (2) minute delay while switching to another fms vue. There was no patient harm.